Event description:
It was reported that, the surgeon felt the device did not feel normally from the first firing and then noticed that a piece of the jaw splintered into the pt. The surgeon noticed this and retrieved the piece and will return it with the device for analysis. The customer then opened a new like device and completed the case with no pt consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Evaluation summary: the analysis results found that one el5ml device was returned for analysis. The device was noted to have the cam broken from the left side. The device was tested for functionality; it cycled, and ejected the remaining 9 clips due to the cam condition. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue.